Event description:
The customer stated that she was hospitalized due to hypoglycemia. Troubleshooting was performed and found that the insulin pump was programmed and reading the reservoir volume correctly. The self test passed. The customer stated that she has not been using the insulin pump since the event but has still been having hypoglycemic seizures. The customer also stated that she has been taking heart medication. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.